Event description:
It was reported that since (B)(6) 2009, the simplex p cement was setting too quickly.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.